Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30726722l and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered atrioventricular block requiring surgical intervention. Three types of atrial tachycardia (at) were observed. After ablation for three at (right atrium), waveform dissociation (atrioventricular block) between the upper right atrium (ra) and qrs was confirmed. The patient was followed up, and the procedure was completed because tachycardia was modification. There was no problem with vital signs, and a policy of follow-up observation with a holter. The physician's opinions on the relationship between the event and the product was there is no problem with the product. The myocardium in the patient's right atrium was damaged and conduction might have been disrupted. Additional information was provided indicating the patient had pacemaker implantation. Postoperative course was good. Patient past history/treatment and disease includes history of two atrial fibrillation (af) ablations and ventricular septal defect (vsd) procedures. The physician¿s opinion on the cause of this adverse event is that it was patient condition related and not related with the bwi product malfunction. The patient outcome from the adverse event was reported as improved. The patient did require extended hospitalization because of the adverse event, but details unknown. A smartablate generator was used during this case.